Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad coordinator called heartline to report that a patient was having low speed advisories that resolved on their own. The pump's speed was set at 8800 rpm. The patient noted on controller history that speed dropped to 8100rpm. The patient had an inr 1.9 and typically therapeutic per vad coordinator. The low speed advisories were likely short to shield. The patient was advised to stay on batteries at that time. On (B)(6) 2019, log files captured a replace controller event due to a backup processor fault. This appeared to have self corrected. If this reoccurs a controller exchange may be needed. On (B)(6) 2019, the log file captured speed drops bellow the low speed limit and elevated power while the patient was connected to power module. On (B)(6) 2019, the patient was stable. There was a cut to the outer sheath of the driveline since (B)(6) 2019, but no break could be felt. Xray was read with no breaks but there may have been a small thinned out spot closer to the controller but it was hard to tell a percutaneous lead repair was performed on (B)(6) 2019. The entire external percutaneous lead section was replaced. Removed percutaneous lead section was returned for evaluation. The patient remained admitted and waited for the percutaneous lead evaluation results. There have not been any further pump stoppage post repair however they recognized that this is not a permanent fix because of the internal short-to-shield wire fracture. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported low-speed events were confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log files contained data from (B)(6) 2019 to (B)(6) 2019 and (B)(6) 2019 to (B)(6) 2019. Beginning on 0(B)(6) 2019 at 2:45 am through 3:20 am, multiple low-speed events, associated with power elevations, occurred while the patient was connected to the power module. None of the events lasted long enough to tripper a low-speed hazard alarm. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. Towards the end of the log file, the patient connected to batteries and the pump was operating as expected. Additionally, analysis of the submitted log files revealed transient low flow hazard alarms were captured on (B)(6) 2019 when the flow dropped below the 2.5 lpm threshold. A distal end driveline repair was performed on 14nov2019. The approximately 19" segment of the driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed black rescue tape on the outer silicone jacket at approximately 8-11.5¿ from the controller connector. Upon removal of the rescue tape, the driveline revealed a cut in the white silicone jacket approximately 9.5¿-10.5¿ from the controller connector. Examination of the driveline found moderate shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. According to the account, there have been no further pump stops and the patient is to not use a grounded cable or batteries. The heartmate ii lvas IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The IFU also explains that pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The low flow alarm is triggered when the flow is less than 2.5 lpm. Furthermore, the IFU describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.